Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the expected battery life of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: the returned battery cap was able to fully tighten to the pump. There was a battery compartment crack observed below the grip pad. There was evidence of partially discharged batteries being installed multiple times observed in the pump's black box. The pump's current draws were within specifications. No battery life issues were duplicated during the the investigation. There was no evidence of moisture or loose components inside the pump.